Event description:
It was reported that during a lavh procedure, the device would not open. A harmonic device was used to cut the device off of the tissue. The case was completed with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.